Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a post-radiation check, this pacemaker was found to have exhibited high out of range pace impedances on the right ventricular (rv) lead back in july. The values went from 2300 ohms to greater than 2500 ohms. In addition, noise on the rv channel was observed. The pacemaker is programmed to monitor only per the physician and patient's request. An rv lead revision is being considered, but has not occurred. At this time, the products remain in service. The rv lead is a competitor's product. No adverse patient effects were reported.